Event description:
A healthcare professional reported pt with trace micro striae, dry eye, and minimal glare at one day post op lasik surgery left eye. Upon follow up with the reporter, informed that the pt still has micro striae, and the pt has opted not to proceed with additional medical intervention to smooth microstrie. The symptoms reported have improved and the pt is very happy with the current vision. There are two related report for this pt. This report addresses the pt's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).